Event description:
Patient was having a surgical procedure to replace the ventricular valve. The surgeon reported that the device had malfunctioned prior to surgery and would need replacement. ====================== manufacturer response for codman ventricular valve, (brand not provided)======================they would like the device back now. As our review is still underway we want to finalize our report before releasing the device back to the vendor.